Manufacturer narrative:
The field complaints of no left ventricular output, no magnet response, and premature discharge of battery were not confirmed. However, the device was received operating in backup vvi mode. Analysis of device image displays device went into backup mode due to code corruption. Further analysis performed after installing new battery and reloading product code exhibited normal device characteristics.

Event description:
It was reported that a patient presented in-clinic with discomfort. During interrogation, the patient's pacemaker was unable to be interrogated, had no magnet response. Further examination revealed that the pacemaker's battery had depleted and that there was no pacing output from the device. The pacemaker was explanted and replaced on (B)(6) 2021. No additional patient consequences were reported.